Manufacturer narrative:
(B)(4). If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator switched off on a patient without any alarm or warning. "Ac alarm power" message was found in the event log but sequence of time and date were off. The customer tested the unit in their workshop for 24 hours without any problems. The customer reported that they manually ventilated the patient and replaced the ventilator, and that there was no patient harm or injury.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. An investigation was performed and identified the root cause of the reported issue was due to the internal battery being passed its service life.